Event description:
Provider alleges the sieve beds are defective. Per repair statement: blown sieve beds caused the unit to alarm or have a red light. Also, the manifold and muffler are contaminated, the rebuild compressor is noisy, the cabinet filter is dirty, zip tie on sieve beds had to be replaced, heat exchanger is leaking and the clamp for the manifold had to be replaced.

Manufacturer narrative:
During testing and repair at the service center, it was discovered that the unit was alarming or had a red light. Also, the manifold and muffler were contaminated, the rebuild compressor was noisy, the cabinet filter was dirty, zip tie on sieve beds had to be replaced, heat exchanger was leaking and the clamp for the manifold had to be replaced. This was due to blown sieve beds that led to the malfunction.